Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose was high at 387 mg/dl. Troubleshooting was performed. Air was found in the tubing and the customer was advised to prime at least 5 units of insulin to get rid of air bubbles. A high pressure test was performed and the insulin pump alarmed no delivery. No other anomalies were found during troubleshooting. The customer stated her blood glucose was coming down and that she had a bent cannula on the last infusion set. Nothing further was reported.